Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked and unresponsive. Contact reported that the pump has been dropped multiple times against a hard surface and the touchscreen has to be pressed multiple times for it to respond. There was no impact to customer's blood glucose. Reportedly, the customer would use manual injections to continue with insulin therapy.